Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the device battery to be depleted. When the device was powered with an external supply, the system current drain was nominal throughout the analysis. The device was fully functional, and no hybrid anomalies were found. Battery analysis revealed that lithium plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had rapid/early battery depletion. Also, on interrogating the ICD and electrical reset was noted and device turned on and three shocks were delivered. The ICD was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No further patient complications have been reported as a result of this event.